Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient reported that he was having pain and "his neuro pump was not totally removed because some is too close to his spine and might cause paralyze." No further complications were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the healthcare professional (hcp) couldn't shut the alarms off or shut pump off. Patient stated he finally got the pump taken out on (B)(6). The patient reported that the hcp only removed the pump but left the catheter in place and the pump was rinsed off and give back to the patient after explant. No further complications were reported.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient called five pain doctors but they would not see the patient because their current pain doctor put the pump in and they asked did he put the ¿pic¿ (peripherally inserted central catheter) line in right, per the consumer. It was stated that the doctor didn¿t set the pump right and he didn¿t [illegible] tell the patient. As of (B)(6) 2017 the patient¿s pain doctor took away four bolus ¿shots¿ and put the patient back on norco. It was indicated that the patient didn¿t understand what the pump was for when they were put back on the norco. It was indicated that the patient¿s pain doctor never set the pump right and the patient was still in ¿80%¿ pain and on norco. It was stated that it never worked right (B)(6) 2016 and [illegible] all the time and inquired ¿can¿t he stop the oral medications.¿ it was reported that another doctor said they would have to do repair over three years and that the patient should see a pain doctor, which led to the pump not working, per the consumer. It was stated that if the doctor would just set the pump a little higher it would be okay but he wouldn¿t, per the consumer. It was also stated that if the pump set right why would the patient need to take the norco (10 mg at three/day). It was noted that the patient was upset with him [illegible]. It was reported that the doctor never did after ¿shutting the pump¿ for four and a half days. It was inquired if the doctors were shown how to ¿put them¿ and stated [illegible] ¿she need to study.¿ the pump not working had not been resolved. It was put in (B)(6) 2016 and it never came close to lower the back [illegible], neck, it was making the patient sick just to go see him, per the consumer. It was stated that ¿bottom line¿ the doctor told the patient he couldn¿t set up the pump only 0.801 dose [illegible]/ bolus 1.999 4x24. It was stated that the doctor walked out on the testing for the pump got moved and said can¿t the patient call him back in a week then to try something [illegible] but he let the patient sleep through the test. It was stated he maybe a good ¿back shot doctor¿ but with the pump no, per the consumer. It was stated that the manufacturer makes a good [illegible] pump and that the doctor just did not know how to set it and he chose it. It was stated everything the patient would go get he¿ll get then he shut the pump off for four and a half days to see if the pump was working, per the consumer. It was reported that the patient was in pain and could hardly walk. The patient was praying that soon it could be worked out. It was indicated that the only way the pump helped the patient was if they gave him/herself a bolus shot. It was stated that the doctor was a nice man but as a pain pump doctor, no. It was noted t hat if the patient¿s pain pump doctor wouldn¿t work with the patient they wanted the pump out and the patient talked to a lawyer. It was stated that the patient was sorry that the manufacturer was getting all ¿mixed up¿ in this and that the manufacturer just wouldn¿t talk to the patient. Follow-up is being completed to clarify the illegible information reported. If follow-up information is received, a supplemental report will be sent. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain. It was reported the device was not helping them and not working . The physician wanted to have the device removed but the patient did not want to be seen by their previous physician and reported they had 'screwed up his device'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown, serial# unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had no trouble with the pump and that it did ¿jump around¿ from time to time right now but it was still not helping the pain. It was indicated that ¿these is¿ not due to the unit and that it was a great pump. It was noted that the patient had talked to four others that have the pump that was giving them ¿90 to 98 pain relief.¿ it was stated that the patient just needed to get a new pain doctor and that the pump did work the way the patient¿s doctor wanted it to it was just set too low and the doctor wouldn't ¿up it.¿ it was also stated that the patient talked to the ordering doctor and they said the patient¿s back was only getting worse. It was noted that the patient didn't want a wheel chair. It was indicated that the patient was going to have the pump removed. It was also noted that the patient¿s daily dose was ¿only set¿ at 0.803 mg and the bolus was 1.999 mg. It was indicated that the patient had to find a good neurologist and it was noted that before the patient removes the pump they would talk it over with the new doctor and would call back. Further information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s doctor said it would be best to have the pump removed. It was reported that the dvd showed the ¿pic line¿ in the middle of the back pointed down and that the patient¿s doctor said that they installed it at the base of the lumbar pointed up. It was stated that the pump was not working for the patient and that the patient had to find a doctor to take the pump out. It was also stated that the patient told them they needed to go back to school to learn how to put the pump in, how to set, and which medication to use. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The event for never having relief was (B)(6) 2016. The patient never got relief from the pump and the healthcare provider (hcp) wouldn¿t work with him. No hcp would get involved. The patient believed the pump would work but the physician would not work with him. In (B)(6 ) 2017, the patient was in ¿horrific pain". This all happened "about 3 months ago." The pump has been empty. The last refill was (B)(6) 2017. It was reported ¿the pump is coming out, it didn't work or me." The physician was going to remove the pump but at the last appointment the hcp said to leave it in. The patient ¿got to the point he had anxiety going because the physician would "belittle me" and the patient could not take it. The pump was delivering dilaudid (unknown concentration) 0.085 mg/day and morphine (unknown concentration and dose). Compatibility guidelines were requested for magnetic resonance imaging (MRI) regarding having an MRI of the spine.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(4) revealed a tear in the seal material near the guide ring which did not affect the performance of the device in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported after the doctor implanted the pump, it never worked. It was reported there was very little relief, if any at all. It was also reported the pump would not shut off. It was indicated there was positioning difficulty. The device had been used with/in the patient and there was no patient death. It was reported the doctor could not remove "part on spine." It was also reported there were "holes <(>&<)> part causing pain." It was indicated there was pain after removing pump, the patient was still in pain. It was indicated the device had been used to deliver 10.0 mg/ml of hydromorphone and 15.0 mg/ml of bupivacaine.